Event description:
It was reported that the patient underwent a gynecological procedure for uterine prolapse sometime (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and acute chronic nerve damage, pudendal nerve damage pelvic floor damage, pelvic pain, urinary and fecal incontinence, prolapse of organ and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures and required the use of pain control and other medications, injections into various areas of the pelvis, spine, and vagina. No additional information provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent hysterectomy due to pop and pelvic adhesions. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent graft excision and mesh trim on (B)(6) 2006, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2008 due to mesh exposure/erosion, severe painful intercourse, robotoc sacrocolpopexy , mesh repair and transvaginal resection on (B)(6) 2012 and (B)(6) 2013 due to dyspareunia/eroded mesh , prolapse. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent repair of incarcerated right inguinal hernia with (bard) mesh on (B)(6) 2007 due to incarcerated right inguinal hernia. (B)(4).